Event description:
On (B)(6) 2014 we had a major problem with our water pre-treatment equipment made by mar cor purification causing significant delays in pt treatments for hemodialysis. The timer control heads had failed on the carbon tanks which are used to remove chlorine from water used in hemodialysis. Mar cor was called in to remediate the problem and pts had to be run outside the normal treatment are on portable reverse osmosis units until the proper repairs were made. Upon closer inspection, the plunger valve on the carbon tank timer controller had corroded and was stuck causing the carbon tank not to backwash at night and regenerate. Mar cor had made a change to the part which was made of brass originally and now was made of plastic to help prevent corrosion to this critical piece.